Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. There is a presence of blood and contrast on the outside and inside of the device. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 78.5cm from the hub. The fracture faces were oval as if kinked prior to separation. The tip is damaged. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jan-2018. A quantum¿ maverick¿ balloon catheter was received with no reported issues. However, device analysis revealed the hypotube shaft was completely separated 78.5cm from the hub.